Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Yellow encapsulation is observed. Wear abrasion is observed. Crease is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Healthcare professional later reported right side capsular contracture, baker grade iii. The device was removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsule + type b alcl on the periprosthetic left side (contralateral).

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. The device was removed.

Event description:
Healthcare professional, later reported, right side capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided. Reason for reoperation: capsular contracture, baker grade iii.